Event description:
Per the clinic, the patient experienced skin breakdown resulting in exposure of the receiver/stimulator. The patient was subsequently treated with mupirocin ointment to support the healing process. The device remains in situ.

Manufacturer narrative:
Correction: the initial MDR [6000034-2026-01303] submitted on april 14, 2026 was filed inadvertently. No skin breakdown has occurred. Per the clinic, its was the ground electrode that extruded, not receiver/stimulator. Per the clinic, the patient experienced wound healing issue resulted in wound dehiscence and infection at postauricular area (specific date not reported). Subsequently, the patient was treated with oral antibiotics (specific date and duration not reported).